Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The customer's allegation was not confirmed. Based on the information obtained in the investigation no root cause or cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic unspecified procedure.

Event description:
It was reported, the xenon lightsource light comes on and off. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.